Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The patient shortly returned to the physician with vomiting and epigastic pain, requiring a cholecystectomy. During the procedure, the surgeon noted severe adhesion which were taken down with a bipolar dissector.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4) - it was reported that a patient underwent an incisional hernia repair procedure on (B)(6) 2011, and mesh was implanted. The patient returned to the physician approximately 19 months later with vomiting and epigastric pain, requiring a cholecystectomy. During the procedure, the surgeon noted severe adhesions which were taken down with a bipolar dissector.